Event description:
Additional product information was received.

Event description:
Initially, it was reported that the patient was unable to tolerate an increase in output current to 0.5ma after generator and lead replacement. It was reported that device diagnostics were within normal limits. It was later reported that the patient was experiencing an increase in seizures and would be sent for an eeg and CT. It is unknown if the patient's seizures are an increase above the patient's pre-vns baseline frequency. Attempts to obtain additional relevant information have been unsuccessful to date.